Manufacturer narrative:
No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing evaluation was completed: one of the three balls at the gripper piece is missing. There are clearly visible signs of often and intense use, like stress marks and nicks on top of the instrument. We found that one ball at the gripper pieces is missing, this is not mentioned in the complaint description and the missing ball was not send back for evaluation. Without the ball the cause of this occurrence cannot be defined as the dimension cannot be verified and the condition of the ball cannot be evaluated. The diameter of the ball hole is at the caulked place 2.95mm and by this reduction a 3mm ball should stay in position. At this point it is likely that a hit on top of the device has caused a mechanical overload and the ball fell out. This would also explain the clearly visible nicks on top of the device. However, the complaint states that the device was received in three instead of four pieces: this cannot be confirmed as all four components were sent back and can be assembled as required. A product development evaluation was completed: the general condition of the device is good. There are some marks which are proof of use. The device is functional despite one missing ball of the quick coupling. The device that was sent back has the four main parts (spring, sleeve, body, coupling sleeve). In the body there was one ball of the three of the quick coupling mechanism missing. Despite the missing ball the device is fully functional and the marks show that the device has been in use before (produced in march 2009). It is correct that the device can be dismantled; instruments need to be checked for proper functioning after cleaning. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the holding sleeve was missing a piece. When the device was initially received, no dismantling instructions were present. It was not until the device was needed for surgery that the missing piece was identified (product only had three of the four pieces). The patient was already on the operating table at the time of discovery. Since the instrument was not usable, the operation was abandoned resulting in reported patient ¿emotional distress.¿ this report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient identifier and weight are unknown. Patient is reported as being (B)(6). Event date: unknown ¿ discovered to be missing/unusable during a procedure on (B)(6) 2015. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturing review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.